Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was not powering up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval the battery charger would not power up past the splash screen. The cause for the power up failure was isolated to corrupted flash memory programming and a shorted q1 current controlling transistor. The root cause for the flash memory programming corruption and shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.